Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 4-5x daily. The patient manages her diabetes with humalog insulin and glucophage pills. The alleged issue began about a month prior to contacting lfs. The patient reported obtaining blood glucose results of "130 and 123 mg/ dl" with the subject meter. Prior to testing, the patient claims she felt low blood glucose symptoms of sweaty and shaky which prompted her to test. The patient did not recall her blood glucose results prior to testing or if changes were made to her usual management routine. The patient treated self with food and/ or drank a beverage. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the alleged product inaccuracy remained unresolved.

Manufacturer narrative:
Follow-up (2/7/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.